Event description:
It was reported that during an implant procedure, the left ventricular lead could not be fixed to the target position due to abnormal patient anatomy, then it dislodged as the sheath was slit. The lead was not used and the physician elected to implant a dual-chamber device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the full lead was returned and analyzed with no anomalies found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.